Manufacturer narrative:
Initial and final MDR (B)(4)- device 1 of 2.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced cannula issues with two infusion sets on (B)(6) 2026 as the cannula was found bent, which was noticed within three hours of insertion. The insertion site was abdomen. The blood glucose levels was high (512 mg/dl) that was managed with a correction bolus via pump. The patient replaced infusion sets and resumed insulin successfully. No further information available.